Event description:
Procedure: lobectomy. According to the reporter: the stapler did not fire correctly and resulted in a major bleeding from the pulmonary vessels. An emergency thoracotomy was necessary, so the pt was opened. The surgeon then used a ta stapler to finish the procedure for which the surgical time was extended more than 1 hour. There was blood loss, but no transfusion was needed. The pt left the hosp.